Event description:
Customer called to report of being unable to prime the new infusion set. Also stated the insulin was not exiting. The driver arms were moving freely over the lead screw in the locked position. Device was not dropped, bumped, or exposed to moisture.